Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose of over 200 mg/dl and her insulin pump is not working correctly. Customer stated that she was trying to bolus and the unit started beeping, alarming and does not show any message on the screen. Nothing further was reported.